Event description:
During troubleshooting of a check total volume message that appeared on the homechoice (hc) display at start up (patient not connected), the technical service representative (tsr) found that all settings were set back to default values. The tsr explained the message to the home patient (hp) and advised to contact nurse to assist in reprogramming therapy into the hc machine. No clinical consequences for the patient were reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The hc device was not returned to baxter, therefore no evaluation could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. Device history and service history reviews revealed no issues related to the reported program change. A root cause of complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.